Manufacturer narrative:
The user reported that their sensor was not being detected. A review of the previous sensor data from the two weeks prior to reaching end of life showed some variation between bg and sg values. Differences between bg and sg were identified by the system, resulting in certain bg values not being used for calibration or triggering a "new calibration needed" alert. This alert allows the system time to adjust based on the calibration entered and to reassess accuracy by requesting an additional calibration one hour later. Daily calibrations entered by the user are used to verify system accuracy. Occasionally, adjustments are required based on the calibration entered by the user, leading to noticeable changes in sg values until the system fully recalibrates. This process may occur more than once if further adjustments are needed.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.

Manufacturer narrative:
The customer reported discrepancies between blood glucose (bg) readings and sensor glucose (sg) values. The complaint pertained to the customer's previous sensor, which had since been replaced. The customer was unable to provide specific examples of the observed inaccuracies. Additionally, the sensor associated with the complaint had already been removed and customer had started using the new sensor. Due to lack of information, no further investigation was possible for this complaint. B4. Date of this report 18 dec 2025. G3. Date received by the manufacturer? 18 dec 2025. H3. Device evaluated by manufacturer? No. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.